Manufacturer narrative:
Device evaluated by MFR: the complaint products were returned for analysis. The condition of a broken screw was confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical ) the scratches on the surface of the glenosphere appear consistent with coming in contact with the liner while implanted. The excessive wear of the humeral liner appears to be consistent with the dislocation of the glenosphere. Once dislocated, the glenosphere may have been articulating against the edge of the liner rather than centered. Since the glenosphere was free, the deformation may have come from boney impingement as well. The scratches on the top face of the reverse adapter tray appears consistent with coming into contact with sharp metal instruments during the implantation and removal of the device. The scratches on the surface of the glenoid plate were likely the result of articulating against the broken glenosphere locking screw and the underside of the glenosphere after the glenosphere disassociated from the reverse glenoid plate. The area of burnishing at the neck and head of the locking screw appears consistent with rubbing against a hard, metal surface such as the interior of the apical hole of the glenosphere during insertion and possibly after disassociation. The threads of the locking screw appear consistent with coming in contact with a hard, metal object. This may have occurred while articulating against the reverse glenoid plate following the glenosphere disassociation. The breakage of the locking screw appears consistent with a brittle fracture associated with extreme loads acting perpendicular to the axis of the screw. The loads were likely a result of not fully seating the glenosphere. The system was intended to transmit forces through the glenosphere to the glenoid plate. When not fully seated, it is possible for the forces to be transmitted through the glenosphere and the locking screw, creating forces on the locking screw that cannot be supported. Deformed hex of a compression screw. The deformation on the compression screw appears consistent with using a hex driver to insert the screw in the original surgery. The deformations suggest that the screw was tightened substantially, which stripped the hex head and may have caused cross-threading. The frequency of occurrence ranking is very low; therefore, this does not appear to be a design issue. The company is not aware of receiving any other complaint reports involving parts from the following manufacturing lots. Lot 3646586 of (B)(4) pieces, 2014; lot 2791081 of (B)(4) pieces, 2013; lot 3658649 of (B)(4) pieces, 2014; lot 3655947 of (B)(4) pieces, 2014; lot 3629584 of (B)(4) pieces, 2014; lot 3659023 of (B)(4) pieces, 2014; lot 3624726 of (B)(4) pieces, 2014; lot 3595311 of (B)(4) pieces, 2014; lot 2636980 of (B)(4) pieces, 2013; lot 3522396 of (B)(4) pieces, 2014; therefore, the issue does not appear to be manufacturing related. The locking screw breakage reported was likely the result of the glenosphere not being fully seated at the time of initial surgery. The system was intended to transmit forces through the glenosphere to the glenoid plate. When not fully seated, it is possible for the forces to be transmitted through the glenosphere and the locking screw, creating forces on the locking screw that cannot be supported. In a review of the labeling it is known that device specific risks consist of: fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components, any of which may require a second surgical intervention or revision. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. This device is used for treatment not diagnosis. No additional information has been provided about the patient or event, asked not provided.

Event description:
It was reported that a patient experienced a shoulder revision surgery, on an unreported date, due to a displaced glenoid plate that had a broken screw. The patient presented in (B)(6) 2016 for follow-up visit with the surgeon and complained of occasional pain and a feeling that his shoulder was "coming out." X-rays at the time revealed the glenosphere was partially displaced and the glenoid baseplate was visible. His rom was still good and he decided not to have revision surgery at that time. The patient related no trauma prior to the "coming out" sensation. He returned with worsening symptoms and was scheduled for revision. The surgeon removed the displaced glenosphere and discovered the glenoid locking screw had broken off flush to the baseplate surface. The surgeon was pleased with the rom and joint tension with the new construct and the wound was closed in the usual manner. No additional information has been provided about the event or patient. This is one of fourteen products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00305, 1038671-2017-00306, 1038671-2017-00307, 1038671-2017-00308, 1038671-2017-00309, 1038671-2019-05032, 1038671-2019-05033, 1038671-2019-05034, 1038671-2019-05036, 1038671-2019-05037, 1038671-2019-05038, 1038671-2019-05039 and 1038671-2019-05040.